Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did meter to hcp meter comparison tests, about 30 mins apart. Her meter read 247 mg/dl, and her dr's meter (type unknown) read 120 mg/dl. The rptr stated that she had headache and sinus symptoms. No treatment was given. On follow-up the rptr said that she has not had any gluose tolerance tests done, and has been using her deceased husband's meter to check her blood sugar each morning.